Event description:
A caller reported a malfunction with their pump and provided details that no notable events occurred before the malfunction. The caller confirmed that their blood glucose level did not exceed 500 mg/dl. The customer independently reset the pump, which resolved the malfunction, as the same issue did not recur afterward. There was an additional case regarding an altitude alarm that was addressed separately.